Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they combined the cartridge with the body during an open ileostomy repair procedure, the jaws of the device did not close perfectly. They replaced the device with a new product to complete the case. There was no patient injury.